Event description:
The customer reported the system failed to display the live fluoroscopic image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The (B)(4) memory connections were evaluated and reconnected. The system was tested and found to be working as intended and returned to service.